Event description:
It was reported that, during a procedure, the right ventricular (rv) lead had low pacing impedance due to cracked lead insulation. The rv lead was reprogrammed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).